Event description:
It was reported that the insulin pump alarmed button error during a bolus attempt and had an unresponsive keypad. The customer's blood glucose was 20 mmol/l, which was treated with a manual injection. The caller did not observe any significant events leading to the alarm or keypad issues. The caller stated that the insulin pump was hooked up to the back of the bra strap against the user's skin. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.